Event description:
Affiliate reported that after a craniotomy 20 yrs ago, the pt suffered from a nasal infection. Surgery was performed on (B)(6) 2010, and a material that resembled cranioplastic was found in the infected area. The material was removed and the pt is doing better.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot info does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.